Event description:
It was reported that two signal artifact monitoring (sam) episodes were stored due oversensing of noise signals on the right atrial (ra) lead. This resulted in the minute ventilation (mv) feature being programmed off automatically. It was noted that impedance measurements were within normal range during sam episodes. Upon review of the sam episodes, the noise appears to be from an external source. The patient was driving at the time of the stored sam episodes, but cannot recall any additional information at this time. Technical services provided the healthcare professional with programming options. This pacemaker and ra lead remain in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).